Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient codes e2006, e2330, e1906, e1301 and e2401 capture the reportable events of mesh erosion; pelvic pain, back pain, pain and suffering; infections; dysuria; and physical impairment. Imdrf impact code f1204 captures the reportable event of permanent physical injury.

Event description:
*Note: this manufacturer report pertains to one of the two devices implanted during the same procedure. Refer to manufacturer report number 3005099803-2023-03318 for advantage fit system device. It was reported to boston scientific corporation that an upsylon device was implanted into the patient during a procedure performed on (B)(6) 2021. As reported by the patient's attorney, the patient had suffered pelvic pain, back pain, mesh erosion, infections, urinary incontinence, dysuria and failed sling. She also claimed to have suffered pain and suffering, loss of enjoyment of life, anxiety, depression, physical impairment and permanent physical injury.